Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es mr balloon catheter. The balloon was loosely folded with blood in the balloon and inflation shaft. Analysis of the tip, balloon, markerband, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube, and a pinhole in the balloon material located 10.4 cm from the tip of the device. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.